Event description:
The customer reported during an unknown procedure, the balloon was inflated to 18mm and it ruptured inside the patient. The balloon fragments were removed from the patient with an unknown instrument 'to the best of their knowledge.' Multiple attempts requesting additional information have been unsuccessful.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Additional information received from the customer: the intended procedure was an endoscopy to treat a stricture. The balloon burst in the middle of the procedure when the physician was inflating from 17 to 18mm. The balloon had a hole and did not fragment and only water fell into the patient. There was no balloon debris in the patient as initially reported. The intended procedure was completed at that time as the stricture had been resolved at 16-17mm and there was no delay in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer's investigation. New information added to the following fields: b5, d10, h4, h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was determine the probable cause may be due to using improper inflation device or customer error. The balloon may be damaged during insertion or retrieval either through scrapping or gouging when passing through the endoscope or on staples, if present, in the patient¿s intestine. This may cause it to burst during inflation or deflation. All balloon catheters are 100% leak tested during the manufacturing process. Any leaking balloons are scrapped. Olympus will continue to monitor complaints for this device through regular trending activities and take action if triggered by osta qms procedure.